Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the mid esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician advanced the stent delivery system into the tight stricture. It was noted that the stent delivery system buckled and could not pass the stricture. The physician removed the stent delivery system and dilated the stricture to 10 mm using a savary dilator. The stent was reinserted and the same issue occurred. The physician removed the delivery system and stent from the patient. Reportedly, the patient had minor bleeds and bruises in the mouth and upper esophagus due to the pressure applied by the catheter while trying to deploy the stent. According to the physician, the minor bleeds and bruises would selfheal and there were no interventions done to address this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed and the stent failed to expand.

Manufacturer narrative:
(B)(6). Evaluation report of stent. Partially deployed. Evaluation report of stent. Failed to expand. A visual examination of the returned device found out that the distal end of the stent was partially deployed by 3 mm. During analysis it was possible to fully deploy the stent without issue. The stent however did not fully expand after deployment. A minimum outside diameter of 6.77mm was recorded using a digital snap gauge. After a period of two days the device was sealed in a plastic bag with 250mm of water which was heated to 37 degrees celsius independently. A minimum outside diameter of 10mm was recorded using a digital vernier. The stent diameter should be 18.0 ± 1.5 mm. The investigator observed a bend in the shaft at the proximal end of the covered stent. It was also noted that the catheter was kinked at various locations along its length. Given the event description and the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.